Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading with the adc device. The customer received unspecified higher sensor scan results when compared to unspecified readings obtained on the built-in reader. As a result, the customer experienced symptoms described as "pale and tremors." The customer was given brown sugar by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event. A sensor scan result of 72 mg/dl was obtained and compared to a built-in meter result of 40 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading with the adc device. The customer received unspecified higher sensor scan results when compared to unspecified readings obtained on the built-in reader. As a result, the customer experienced symptoms described as "pale and tremors." The customer was given brown sugar by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event. A sensor scan result of 72 mg/dl was obtained and compared to a built-in meter result of 40 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.